Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A cartridge and syringe needle change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose level ranged from 125 mg/dl to 251 mg/dl.